Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. The patient is an iron worker who developed a hernia after experiencing a work-related injury. Following implant, the patient was diagnosed with chronic groin pain and two years post implant underwent nerve excision. Pain is a known inherent risk of hernia repair surgery. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a left inguinal hernia with implant of a 3dmax mesh. (B)(6) 2014 - it is alleged that as a result of complications arising from the 3dmax implanted in the patient, the patient underwent a transection of the left genitofemoral nerve for chronic left pain. It is alleged the patient was injured severely and permanently. (B)(6) 2016 - it is alleged that as a result of complications arising from the 3dmax implanted in the patient, the patient underwent implantation of two nuero-electrode octad neuro-stimularots for peripheral nerve stimulation trail for intractable scrotal and groin pain. It is alleged the patient was injured severely and permanently. The attorney alleges he patient requires a removal surgery but has not been able to receive such treatment due to warnings from his physicians that the procedure would leave him susceptible to increased pain and potentially permanent damage. It is further alleged that the patient has suffered and will continue to suffer daily physical pain. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with left inguinal hernia and underwent laparoscopic repair with implant of 3dmax mesh. Per operative notes "inspection of the left inguinal region revealed a moderate sized hernia. Following skeletonization, the floor was reconstructed using a 3dmax mesh and fixated using protack fixation device". (B)(6) 2013 to (B)(6) 2013 - patient experienced groin pain, testicular pain, and neuropathic pain during the multiple post operative follow up visits. Between (B)(6) 2013 and (B)(6) 2014 - patient had multiple follow up visits with complaints of chronic groin/testicular pain, neuropathic pain and was prescribed pain medications. (B)(6) 2014 - patient underwent bilateral open adductor tenotomy. (B)(6) 2014 ¿ patient underwent exploration of retroperitoneum, excision left genitofemoral nerve, major neurofibroma. Note the intra-operative notes were not provided for this procedure. (B)(6) 2014, (B)(6) 2015 - patient continued to have groin pain, was diagnosed with intractable ilioinguinal and iliohypogastric neuritis, underwent ilioinguinal nerve blocks (B)(6) 2016 - patient underwent implantation of 2 neuro-electrode octad neurostimulators, which were removed 4 days later. Attorney alleges patient had nerve damage, pain, loss of feeling/numbness, sexual side effects and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of a left inguinal hernia with implant of a 3dmax mesh. On (B)(6) 2014 - it is alleged that as a result of complications arising from the 3dmax implanted in the patient, the patient underwent a transection of the left genitofemoral nerve for chronic left pain. It is alleged the patient was injured severely and permanently. On (B)(6) 2016 - it is alleged that as a result of complications arising from the 3dmax implanted in the patient, the patient underwent implantation of two neuro-electrode octad neuro-stimulators for peripheral nerve stimulation trail for intractable scrotal and groin pain. It is alleged the patient was injured severely and permanently. The attorney alleges he patient requires a removal surgery but has not been able to receive such treatment due to warnings from his physicians that the procedure would leave him susceptible to increased pain and potentially permanent damage. It is further alleged that the patient has suffered and will continue to suffer daily physical pain.